Event description:
It was reported the patient, with a pacel temporary pacing catheter in place, experienced right ventricular endocardial injury. The patient was transferred to a hospital with cardiac surgery, but it is unknown if surgical intervention was required. The patient later returned with an implanted pacemaker.